Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported there are cracks in the syringe barrels. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo of a 10ml luer lok syringe was received for evaluation by our quality team. The image shows a close-up of three loose syringes filled with an unknown clear fluid with a blue cap and a white label affixed to the side of each barrel. One syringe had no defects observed. The other two syringes show a crack on the barrel with one crack extending from the 1ml graduation line past the 4ml graduation line, and the other has a crack that extends from the zero line down to the 9ml graduation line. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309605, lots 3206245, 3206246 and 3193171. The reviews revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 3206245, 3206246 and 3193171 were inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and are considered in compliance with our product specification requirements. This defect is occurring at or below its expected frequency; therefore, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe barrels cracked. The following information was provided by the initial reporter: "three syringes from lidocaine lot # 30034677 (item code: 70092117546) were observed to have cracks in their barrels (see attached pictures). Cracks on bd syringes have been observed on multiple syringe lots in the past couple months."